Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device markings had erased after 10 days of intubation. Clinical consequences reported: "it was difficult to monitor the right position of the tube". It was reported the patient was re-intubated with another tube. There was no report of patient injury or complication due to this event. Patient condition reported as "fine".

Event description:
Customer complaint alleges that the device markings had erased after 10days of intubation. Clinical consequences reported: "it was difficult to monitor the right position of the tube". It was reported the patient was re-intubated with another tube. There was no report of patient injury or complication due to this event. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Five possible lot numbers were reported by the customer - 17dg22, 17ag07, 17bg28, 17gg13, and 17de14. A device history record (DHR) review was performed on lot numbers 17dg22 and 17gg13 and no issues were found that could relate to the reported complaint. A DHR review could not be conducted for lot #'s 17ag07, 17bg28, 17de14 as they do not belong to the catalog number reported. The sample was returned for evaluation. A visual exam was performed and it was observed that the connector was detached. It was also observed that there was a sticky surface on the tube. It could be seen that part of the tube marking was erased and was illegible. Five representative samples were taken from production at the manufacturing facility. Simulation testing was conducted with different chemicals to determine the effect of the chemical towards the tube markings. It was found that an application of mek and mk72 could remove the markings completely; however, it was only detected after 10 days and it was found that the markings were legible prior to intubation which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and could obviously be detected prior to intubation. (Con't) other remarks: based on the investigation performed, the reported complaint was confirmed. Although it was confirmed that the markings had worn off, a root cause for the issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.